Event description:
This is 1 of 1 reports for complaint (B)(4).

Event description:
Received device report from synthes (B)(6). A facility in (B)(6) reported a post operative plate breakage. Patient was admitted on (B)(6) 2012 with a midshaft femoral fracture. An lcp broad plate was used to treat the fracture. Patient returned on (B)(6) 2012 with a broken plate. The broken plate was removed on (B)(6) 2012 and patient was revised with a cannulated femoral nail.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the manufacturer documents, technical drawing and raw-material inspection certificate showed that the chemical composition, microstructure and mechanical properties correspond to the international standards. The dimensions were found to be in compliance with technical drawings of the producer and ao asif specifications. The failure was due to double sided dynamic bending loads which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the implant had to absorb and neutralize forces for a large number of cycles. A failure resulting from either a material defect or the manufacturing process can be excluded.